Event description:
It is reported that the drill bit fractured and the fragment remains in the patient's femoral bone-marrow space.

Manufacturer narrative:
This report will be amended when our investigation is complete.